Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed. No further information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections a1, a2, a4, b5, b6, b7 and h6:patient code. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs observed no evidence of the report. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a training session, the device failed. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.